Manufacturer narrative:
The user reported discrepancies between sensor glucose (sg) and blood glucose (bg) values. During follow-up, the user did not respond to multiple communication attempts.a review of the data management system (dms) indicates that the user is currently using the system and that all information is up to date.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.